Event description:
It was reported that the patient had no stimulation sensation. It was noted that the stimulator was on the left side of the patient¿s brain and the patient was not feeling anything at all. It was noted that the patient had checked all the devices and made sure all the batteries were ok. It was noted that this had been going on for the past 2 or 3 days. It was noted that the patient verified stimulation was on. It was noted that the patient had turned it off and thought resetting it would fix the problem, but it did not. It was noted that the patient had not had any recent falls or trauma. It was noted that patient would call the health care professional (hcp) and let them know what was going on. Additional information received reported that the patient was at the health care professional (hcp) office to check the device. It was noted that the device was not working and the patient was currently without anything. Additional information received reported that the patient received assistance from their health care professional (hcp) or manufacturer representative on (B)(6) 2014 and their concerns were resolved. It was noted that the patient still had concerns with their device or therapy but was working with their health care professional or manufacturer representative and had an appointment on (B)(6) 2014. It was noted that the patient still had concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n333764, implanted: (B)(6) 2012, product type: accessory. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).